Event description:
Patient underwent procedure for transobturator sling on (B)(6) 2010 and obtryx-halo transobturator mid-urethral sling system was inserted. Patient returned to the hospital on (B)(6) 2010 and underwent surgery for bleeding. A small blue plastic tab designed to fall off and be removed during insertion was retrieved from patient. Patient was released home after post procedure recovery.